Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was returned for complaint evaluation. A leak test was performed on the sample and the complaint event was confirmed. The leak was caused by several leaking fibers due to insufficient connection of the fibers to the potting area. This leak was probably associated with shrinking fibers in conjunction with an insufficient connection of the fibers to the potting area. (B)(4)

Event description:
On (B)(6) 2013, (B)(6) identified that after commencement of support using the cardiohelp and hls circuit (lot number 70087654), blood droplets were observed leaking from one of the heater/cooler connections. The unit was replaced. (B)(4)